Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav which had a fluid flow block. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The root cause of the irrigation tube folded was traced to the manufacturing process. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Correction: it was noticed the d4. Primary UDI number was inadvertently omitted from the 3500a initial medwatch report. It has now been added. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 3-sep-2025, it was noticed the following information was inadvertently omitted from the 3500a initial medwatch: it was reported the stockert pump used pentaray and was regularly adjusted to 2 ml/min but was clogged after a while. The correct catheter settings were selected on the generator. No warning was given, when the doctor removed the pentaray, he found that there was no fluid flow. They changed the line, pentaray cable was flushed outside again but the fluid flow was not directed out. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 23-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav which had a fluid flow block. When the case started, the pentaray nav was flushed., but during the case it was detected that the fluid flow was blocked. The cable and line were changed but the problem could not be solved. A new catheter was opened and the problem was solved. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).